Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 159 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. Reportedly the customer was using fiasp insulin, cold insulin, customer is reusing cartridges and using them longer than recommended. Tandem technical support advised the customer this is off label per user guide.